Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy due to high impedances. Next course of action is undetermined at this time due to patient dealing with other health issues.